Manufacturer narrative:
(B)(4).

Event description:
It was reported that the suture broke. A flexima¿ was selected to be used. When the device was removed from the packaging, it was noted that the suture connecting the key to the drain snapped. Procedure was completed with another of the same device. No patient complication reported and patient's condition was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The unit returned has catheter kinked and suture loose, as part of overall visual revision. The suture was received separate in two sections, additionally, the suture was received decolorized (white), the original color of the suture is black. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the suture broke. A flexima¿ was selected to be used. When the device was removed from the packaging, it was noted that the suture connecting the key to the drain snapped. Procedure was completed with another of the same device. No patient complication reported and patient's condition was stable.